Event description:
During an unknown procedure, physician was removing grasper from port during a laparoscopic procedure, the reposable sleeve broke leaving half inside patient's abdomen. Physician was able to remove the broken sleeve from the patient. No patient consequences.